Event description:
A report was received that during a follow-up appointment with the physician, it was discovered that the patient has a possible infection at the implant site as it was a little tender and red. The physician treated the patient with oral antibiotics. The patient's redness and soreness cleared and the patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.